Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened (escape, act and up) button dome switch (no crease). No button error alarm and no unlocked lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly and no reservoir alarm due to buttons not responding. Pump received with cracked case display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube window, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer currently had a blood glucose level of 459 mg/dl. High blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.